Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the up and down buttons sometimes had to be pressed on different areas other than the center to work. Customer stated that the insulin pump screen had scuff marks. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.